Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to the procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. Target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.50mm. Target lesion #1 was treated with pre-dilatation and placement of 2.50 x 12.00mm study stent. Following post-dilatation, residual stenosis was 10%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient died. The cause of death was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred per adjudication.